Event description:
The customer requested to have the loaner shipped back due to inability of the system to disable the smart vac. The system was reading the activity of the cutter inappropriately. There were no patient consequences reported.

Manufacturer narrative:
H3. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The control module was returned in good physical condition. The control module was tested and was found to function properly. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. The device history record has been reviewed and has passed qa inspection.